Manufacturer narrative:
The reported event for explant due to the ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.